Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. The returned video and photographs were reviewed, and it was noted that there was leakage from the effluent circuit. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that there was an external fluid leak from the effluent pod of a prismaflex st150 set during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.